Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise and high capture threshold. The lead was explanted and replaced. The patient was stable and was discharged.